Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 6, the implant had not achieved osseointegration. Clinician reports pain, mobility, inflammation and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 6, the implant had not achieved osseointegration. Clinician reports pain, mobility, inflammation and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.